Event description:
It was reported that the atrial lead was extracted and replaced due to a fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6945-65 lead implanted: 2000-(B)(6). (B)(4).